Event description:
It was reported by the physician's office that the patient¿s increase in seizures began the weekend of (B)(6) 2015; however, this was after this initial report of increase in seizures made by the patient. It was noted that the month prior to the increase in seizures, the patient was newly prescribed onfi, but it is unknown if this was the cause of the increase in seizures. It was unknown if the increase is above or below pre-vns baseline levels as the patient had vns before becoming a current patient of this practice. It was noted that the dcdc value had not been recorded during this patient¿s visits. However, it was noted the patient would come out of her seizures once the vns was activated. No additional relevant information was provided.

Event description:
It was reported by the patient that she is experiencing an increase in seizures. Attempts for additional relevant information have been unsuccessful to date.